Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown 5.0mm locking screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a trochanteric fixation nail (tfn) and helical blade implanted about 8-9 years ago for a hip fracture. Due to infection of the hip after the original hip fracture had healed, tfn, helical blade and (1) 5.0mm locking screw were removed on (B)(6) 2014 from proximal femur. No allegations were reported against tfn. Removal surgery was successfully completed without patient harm or surgical delay. It was confirmed that all parts were removed intact. No pain was reported as patient history shows that he was a paraplegic. This report is for an unknown 5.0mm locking screw. This is report 2 of 3 for (B)(4).